Event description:
Customer reportedly received results of 300 mg/dl and 140 mg/dl within 10 minutes on the nano smartview system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer had consumed all strips and discarded strip vial prior to contacting manufacturer. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips were consumed by customer and strip vial was discarded prior to customer contacting manufacturer. Device will not be returned.